Event description:
Device was prepped in the usual way and after that it was plugged in to the pim and the volcano verrata wire would not register on the screen. Both were unplugged and plugged back in. Error 104 appeared on the screen but still would not register to the screen.